Event description:
Treatment of a left ophthalmic aneurysm measuring 8mm x 10mm. During the procedure, it was reported that the pipeline would not release from the capture coil and it was removed from the patient. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device has been returned and evaluated. The pipeline was found detached from the capture coil. (B)(4).

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).